Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is fully intact and normal. All portions of the spacer and electrode are present. No visual issues. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as normal. The resistance measured at 0.90 kilo ohms. No issues found in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site or mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is fully intact and normal. All portions of the spacer and electrode are present. No visual issues. A functional evaluation revealed the wand was able to generate plasma as normal. The resistance measured at 0.90 kilo ohms. No issues found in testing. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site or mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an unspecified procedure, the super multivac 50 wand spacer dropped down. Surgery was completed with a back-up device instead. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
H11: h2: corrected information on: d1, d4 (catalog number, lot number, unique identifier (UDI) #, expiration date) and h4 (should be left in blank).

Manufacturer narrative:
H11: h2: corrected data on: d1, d4 (catalog number, lot number, expiration date & unique identifier (UDI) #) & h4.

Manufacturer narrative:
H11: h2: corrected data on: d4 (lot number & expiration date) & h4.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: additional information on: b5 & h6.

Event description:
It was reported that, during a knee arthroscopy procedure, the super multivac 50 wand spacer dropped down. The broken pieces were removed from the patient with forceps. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.